Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21438. It was reported the patient is experiencing unwanted leg stimulation and loss of back stimulation. Reprogramming was unsuccessful. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.